Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The nature of the procedure was not disclosed. The length of the delay to patient care was not disclosed. Manufacturer attempted to obtain additional information; customer did not disclose any other information regarding the event. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service engineer evaluated the device and recreated the event by tilting the device's screen. The field service engineer determined that a loose pin in the power cable that connects to the station's docking board, caused intermittent loss of power. The field service engineer confirmed the pin was not damaged and reinserted and secured in place to resolve. Device confirmed operational. .

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The nature of the procedure was not disclosed. The length of the delay to patient care was not disclosed. Manufacturer attempted to obtain additional information; customer did not disclose any other information regarding the event. Patient or user harm was not reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1 patient identifier. D4 model #, catalog #, and UDI #. D5 operator of device. E3 initial reporter occupation. H6 investigation codes. A review of the complaint history for sn 16163408 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 16163408 was performed from 24-may-2021 to 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device screen went blank due to a power loss issue by tilting screen. The field service technician detached the all-in-one and docking board to examine the cabling. During the inspection, a loose pin in the power cable connected to the docking board was identified. The technician assessed the pin for any signs of damage but found none. Subsequently, the pin was reinserted and secured to prevent it from dislodging again to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported that a bd pyxis anesthesia es system unexpectedly stopped responding during a procedure. The nature of the procedure was not disclosed. The length of the delay to patient care was not disclosed. The manufacturer attempted to obtain additional information; however, the customer did not disclose any other information regarding the event. There were no adverse events or injuries reported based on this event.